Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report #2124215-2024-19098 and MFR. Report #2124215-2024-19110). It was reported to boston scientific corporation that a sensor wire was used during a flexible ureterolithomy procedure performed on (B)(6) 2024. During the procedure, the stent did not pass through the guidewire. It was noted that the stent was buckled. The stent was soaked in water for approximately 5 to 10 minutes, however, due to the failure to pass, it had to be removed. The procedure had to be canceled because the patient became complicated, and discomfort was experienced. It was noted that the discomfort experienced was from the specialists with the product problem. There were no additional patient complications reported.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf impact code f05 captures the reportable event of delay to treatment.